Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(6) 2000 to (B)(6) 2008, provided by the rptr, the connector type is either a taper I or taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Contraindications: the lap-band system is contraindicated in: pts who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Caution: pt self-adjustment of superficially placed access ports has been reported. This can result in inappropriate band tightness, infection and other complications." "Caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract." "Caution: the lap-band system is for single use only. Do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc.) In any way. Do not use one of them if the package has been opened or damaged, or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection." "Infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Caution: if the package has been damaged, or if the inner package is opened outside the sterile field, the product must be considered non-sterile and may cause infection of the pt." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, fever, abnormal healing and wound infection." "Serious adverse events considered related to the lap-band system for the u.s. Study (recorded as of (B)(6) 2000, 299 pts) other events associated with these explants were infection (4% - 3/75)."

Event description:
Doctor reported events of infection from journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s. Follow-up study", surg endosc (2011) 25:394-403. This medwatch represents the 3 pts listed in table 4 of the article who are diagnosed with infection.